Event description:
Right groin catheter inserted on 5/6/95. On 6/29/95, catheter leaking and during removal procedure the catheter broke off with portion of catheter remaining inside pt. This necessitated a cardiac catheterization procedure for removal. Pt tolerated removal procedure without problems.